Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but nor received to date. (B)(4).

Event description:
A surgeon reported that a pt experienced blurred vision after intraocular lens (iol) implantation. A postoperative deviation of -10.0d was determined by the surgeon. The pt was hospitalized. The iol was explanted and replaced with a different model. The pt was reported to be emmetrope after iol exchange. Unspecified harm was also reported for the pt, no further details were provided. Additional information has been requested but not received to date.